Manufacturer narrative:
(B)(4).

Event description:
Received information the patient experienced a decline in function. Open circuits to the right lead were noted. The patient was admitted to the hospital, a CT scan without contrast was done on (B)(6) 2011 showing bilateral subdura hematomas. This is considered an ongoing event. As additional information becomes available, a follow up report will be sent.